Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements in all configurations. The patient was sent to an electrophysiologist (ep). The ep told the field representative that they observed the impedance measurement on the lv lead within range and have opted to continue to monitor the patient. No adverse patient effects.